Event description:
It was reported that the patient underwent kyphoplasty. Intra-op, at 670 psi approximately 5 cc balloon tamp was ruptured. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.